Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h / 2016. Using the pod 5 / page 44. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h / 2016. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient reported having to go to the emergency room after experiencing elevated blood glucose levels reading high (>500mg/dl) while wearing the pod on arm between 24 and 36 hours. The pod was bumped causing the adhesive to lift up by the cannula. Patient was diagnosed with diabetic ketoacidosis and treated with IV insulin.